Event description:
On 3/29/90, rptr had the implants put in. She began suffering the effects of them around the first part of 1992. She was constantly fatigued to begin with, leading to a severe depression. In 1993, rptr began to have extreme joint and muscle pain, and add'l vision impairment. At times rptr has not been able to even move her hands due to the pain. She has no appetite and has been diagnosed with "silicone human adjuvant disease" with likely ruptures of implants.